Manufacturer narrative:
Continuation of concomitant: 694045 lead implanted (B)(6) 2000.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and insulation damage. The lead was repaired and remains in use. No patient complications have been reported as a result of this event.